Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Service confirmed the damage on the tip membrane along the rf trace. Solta medical has confirmed a low incidence (less than 1%) of patient burns associated with rf trace damage. Based on the available information, the patient burn was most likely caused by the damage on the tip membrane along the rf trace.

Manufacturer narrative:
The tip was returned for evaluation. No functional testing could be performed due to tip damage. The tip passed flow and thermistor testing, but failed the leak test. The tip also failed visual inspection; a burnt trace mark on the surface membrane. Dielectric breakdown were observed.

Manufacturer narrative:
A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor's office reported that a patient experienced pinpoint burns near their chin after a thermage treatment. The available pictures were reviewed. Pinpoint hyperpigmented areas are visible on the patient's face near the mandible area. A spark was observed during this treatment.